Event description:
Follow up information received reported that the manufacturer's representative met with the patient on (B)(6) 2015 where it was noted that the high impedances were exactly as previously reported. The programming remained the same for the patient and the representative was unsuccessful in getting parathesia to their quadriceps. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was going to be removed on (B)(6) 2015 because of the high impedances. It was noted that the manufacturer representative had come out twice and could not get the ins to work. It was stated that the device shouldn't lasted longer. Follow-up with the doctor did not provide any new information. Further follow-up was performed to determine if a cause of the high impedances had been confirmed. This event will be updated if additional information is received.

Event description:
It was reported that the patient¿s stimulation was not working right. In the morning the patient got up to go to the bathroom and she fell. The patient fell backwards and crashed into the toilet. They broke the toilet and dropped her cell phone into the water in the toilet. The patient bent over to blow dry her hair and the stimulation stopped going down her legs and she was standing up the stimulation was very strong in her legs. They did not have adaptive stimulation but her programs were not working. The patient had an appointment on (B)(6) 2015 to have their device interrogated. The patient received about 50% symptom reduction. They had a 2 by 8 paddle involved. The ins was interrogated and found high impedances on contacts 0-7 all greater than 10,000 ohms. Contacts 8-15 were all within normal range on (B)(6). The patient hit her back on the toilet tank in the approximate area where the leads were located. The x-ray report indicated that he leads did not migrate. The patient experienced a loss of sudden loss of therapeutic effect and stimulation. The patient was doing fine and receiving therapy to her low back and rear hamstrings to back of knees. They were unable to program quadriceps for pain relief. The manufacture representative was too meet the patient on (B)(6) 2015 to attempt to successfully reprogram the quadriceps. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received indicating that the patient¿s system was explanted and replaced with a competitor¿s spinal cord stimulator (scs) system. This event will be updated if additional information is received.